Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient was vomiting and "felt high". The cgm was reading 400 mg/dl (no bg meter comparison was done at this time). The patient was also wearing an omnipod 5 insulin pump. The patient¿s mother took him to the emergency room (ER). At the ER, the patient¿s bg via fingerstick was 330 mg/dl (no cgm comparison value reported). The patient was treated with a IV insulin drip. The patient was discharged on (B)(6) 2023 and continued to wear the same sensor as it was reported that the cgm and bg meter were within a ¿10 points difference¿ at this time. On (B)(6) 2023, the patient felt well and has normal activites but reported that the dexcom was still reading high even after exercise. The patient's parent called their doctor and the doctor advised the patient to replace the sensor and insulin pump. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.